Event description:
It was reported that coating peeled off occurred. The target lesion was located in the internal carotid artery. A .014/190cm gw transend periph guidewire was advanced inside the patient but resistance was felt. Upon removal of the wire, it was noticed that the coating of the wire had peeled off; however, no coating was left in the patient. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.